Manufacturer narrative:
(B)(4). The analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked and broke off due to contact with the inner tube. A possible cause is due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Event description:
It was reported that during an unknown procedure, the titanium tip of the device was broken. The broke part did not fall into the patient. They changed to another one to complete the procedure.